Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain on her left side that radiated into her groin and anterior leg. X-ray was taken and confirmed lead migration. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain on her left side that radiated into her groin and anterior leg. X-ray was taken and confirmed lead migration. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing pain on her left side that radiated into her groin and anterior leg. X-ray was taken and confirmed lead migration. The patient will undergo a lead replacement procedure.